Event description:
It was reported that the patient experienced incontinence. A cystoscopy was performed, and fluid loss in the tubing was identified. This artificial urinary sphincter was removed and replaced with a 4.5 cm cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.